Event description:
When on-site for preventative maintenance, the customer reported an employee who experienced "contact burns" from their unit to the fse. Attempted to contact the customer regarding whether or not the employee saw a doctor or required treament but the customer was not avail. The fse found the vaporizer plate missing.

Manufacturer narrative:
Hydrogen peroxide contact.